Event description:
It has been reported to philips that the x-rays were not available. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the x-ray is not possible due to high temperature in technical room or problem with the power supply line. Rse suggested to restart the system, perform air conditioning check, mains lines supply check. After that system monitored over next days, no problem occured and the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.